Event description:
The customer contacted beckman coulter hotline and reported they had obtained "0" values on tsh assay test results. Hotline assisted the customer in trouble shooting the event and it was discovered there was no on board tsh reagent pack in the position indicated by instrument software. The customer has not been able to confirm if any erroneous patient results where generated in connection to this event and similarly, whether or not any changes in patient treatment had occurred in connection to this event. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).